Event description:
Information was received that under delivery was noted when using the cadd legacy plus pump. The pump was administering vanco. It was reported that the infusion was for 120ml over 90 minutes, but one dose was still found left over in the bag. The pump did not display an alarm. The left overdose was wasted, and the patient resumed therapy using a different pump. It was also reported that the infusion was not life sustaining and that the patient did not experience any harm or injury.